Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the back of the insulin pump is broken and the clip will not fit. It is not known how the damage occured. The insulin pump will return. The customer's blood sugar was 52 mg/dl and the customer treated by a glucose tablet.